Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink continu-flo set leaked. The reporter stated that unknown solution leaked from the top of the set filter during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.